Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that the insulin pump was not working and making a constant noise tone. The customer¿s blood glucose level was unknown. The insulin pump had crack at battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. No audio/beep anomaly noted. Pump received with cracked battery tube thread noted.